Event description:
It was indicated that the patient was implanted with a "pelvic mesh product," it is unknown if this is an ams or non-ams product. Following the implant it was stated that the patient has "suffered/will continue to suffer pain, suffering, disability, impairment."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.